Event description:
It was reported that the customer inadvertently tugged the charging cable out causing the pump battery to fully deplete and the pump subsequently shut off. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. A correction bolus was delivered to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.